Manufacturer narrative:
Additional information: upon receipt, the device was interrogated and noted to be at elective replacement indicator (eri). The eri was false and was triggered post explant due to low battery voltage and exposure to cold temperature. Visual examination was performed, which noted burn marks on the device from exposure to electrosurgical cautery. The device user manual indicates that electrosurgical cautery can inhibit the pulse generator operation. Electrical and mechanical stress testing was performed and indicated that the device exhibited normal characteristics. The device battery voltage was tested and found to be normal and above eri level, and the pacing output was stable and normal throughout the entirety of testing. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The reported event of a loss of pacing output was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement procedure, the device lost pacing output when diathermy was used. The patient fell into asystole and cardiopulmonary resuscitation was required. A new pacemaker was successfully implanted, and the patient was stable following the procedure.